Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the mdu was not working properly due to the cpc connecter being broken. The case was completed with this device with no patient consequences.

Manufacturer narrative:
(B)(4): damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The root cause of the device not working was due to a broken plastic cpc connector. The sub chassis was bent.